Event description:
It was reported to boston scientific corporation that a lynx system was implanted in a patient on an unknown date as treatment for urinary stress incontinence. According to the complainant, about nine months post implantation, patient began experiencing excruciating pain, hematuria, nausea, and recurring urinary incontinence. On an unspecified date in 2013 a different urologist performed diagnostic testing which revealed bladder spasms and urinary incontinence. The patient is now doing much better with medication changes and with interstim device implanted. The lynx system is still implanted in the patient. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date.the voluntary user medwatch number is (B)(4).